Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Prior to discharge urinary retention was identified. A catheter was placed (B)(6) 2012; pt was discharged (B)(6) 2012. Catheter was removed (B)(6) 2012 and pt was unable to void. Same day, pt was treated with a suprapubic catheter; removed (B)(6) 2012. The pt presented with a urinary tract infection, treated with oral antibiotic, onset date (B)(6) 2012; resolved (B)(6) 2012. No further info was available.